Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. This resulted in implant detect remaining on, which prevented the remote transmission. Reprogramming was carried out and the lead remains in use. No patient complications have been reported as a result of this event.